Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert labeled 38 occurred after the user restarted the ilet, the alarm persisted, and the device was replaced; the event involved consecutive stalled motor behavior consistent with an insulin delivery malfunction. Symptoms included thirst and fatigue. Outcomes included hyperglycemia to 200 mg/dl for about 10 hours and moderate ketones, which the user addressed with manual subcutaneous novolog per their ketone action plan; there was no professional medical intervention and no hospitalization. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.